Event description:
Description of event user advanced the devcie through endoscope working channel and met great resistance during furst attempt, user then retracted the devcie from endoscope and found out the shath kink abnormally. User changed to another one to complete the procedure. Patient outcome no adverse effects. Patient/event info - notes triage questions: 1. Will the device be returned for evaluation? Please provide tracking information. 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs, which lymph node was being targeted? E.g., 2r, 2l, 4r, ao, ar, 11ri, 11s, etc.) Pancreas head 3. Please describe the size of the intended target site. 2x2.5cm 4. Was gaining access to the target site difficult? Yes 5. Was puncture of the targeted site difficult? Before reaching target site 6. What is the scope manufacturer and model number that was used? Olympus gu-ue260 7. Was force required on insertion of device into scope? No. 8. Was resistance felt while inserting the device through the scope? No 9. Was the device used in a tortuous position? Yes 10. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes 11. Was the stylet partially removed when advancing the needle into the target site? Yes 12. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Needle advancement 13. Was it possible to be fully retract before removing the needle from the patient? Yes 14. Did any section of the device detach inside the patient? No. 15. Did the patient require any additional procedures as a result of this event? No 16. How many samples were obtained (passes completed) with this needle? 1 17. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no. 18. If not with the device in question, how was the procedure performed and/or finished? Changed to another one 19. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? N/a

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.